Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that doing a routine maintenance check and noticed that the arctic sun device was taking a long time to heat up to 30 degrees . It also took more than 3.5 liters when the reservoir was being filled up. The customer did not report this.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that doing a routine maintenance check and noticed that the arctic sun device was taking a long time to heat up to 30 degrees . It also took more than 3.5 liters when the reservoir was being filled up . The customer did not report this. Per review of wo on 21sep2022, date of event occurred was 05sep2022. Per follow up information received via email on 14nov2022, customer says on the complaint form it took 3.5 liters and taking a long time to heat up.